Event description:
Boston scientific received info that the pt with this recently implanted right ventricular lead experienced chest and back pain. It was noted that the lead was not capturing at maximum outputs, and that the pt was not pacemaker dependent. A chest x-ray was done and it appeared that the rv lead was in the pericardial space. Surgical intervention was performed, the lead was successfully explanted and another lead was implanted. It was reported that the pt was doing fine and the lead would be returned for analysis.